Event description:
Information received from the field notes that the device exhibited inappropriate measured data when programmed to bipolar output. The impedance was 1990 ohms, pacing thres- hold was 1.5v at 0.8ms and 5mv r wave. The pulse current, energy and charge were 0. The battery status was 2.79v, 14ua and <1k ohm. The patient was very ill with cancer and the doctor elected not to perform any surgical procedure the device was pacing and sensing properly.